Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer reported that the insulin pump was getting battery out limit alarm. The customer treated high blood glucose with manual injection. The customer was assisted with clearing alarms and customer said the batteries were out of the insulin pump from more than allowed duration. The insulin pump will not be returned for analysis.